Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Product ID: 8835, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted infusion pump. It was reported the patient's husband was seeing a bell and when they tried to give themselves a bolus they were seeing the code 8286. It was noted the issue began "like 2 days ago". Patient services reviewed the meaning of the code and the caller states they have an appointment today for a refill. No symptoms were reported.